Manufacturer narrative:
Terumo received a photographic image of the actual device for evaluation. Visual inspection confirmed that the tubing had a kink in it where it attaches to the centrifugal pump. The location of the centrifugal pump in the pack has been changed since this pack was designed. A production alert has been added to the specification to inspect packs during next build. A review of the device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
It was reported by the user facility to terumo cardiovascular that during set-up there was a kink in the tubing that connects to the centrifugal pump. The product was not changed out, no blood loss, and the surgery was completed successfully.